Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
Additional information regarding battery depletion has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. During testing, the pump passed the active current measurement. The pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 07/17/2022 07:19:00 faster than expected at 2.22 days. Battery cycle 2 received the lowbatteryalert (104) on 07/13/2022 01:45:23 faster than expected at 1.59 days. Battery cycle 3 received the lowbatteryalert (104) on 07/11/2022 06:32:00 faster than expected at 1.21 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 17-jul-2022 in the pump history file. 07/11/2022 06:32:00.000 alarmalertnotification faultnumber = low battery alert (104) 07/11/2022 09:17:00.000 alarmalertnotification faultnumber = change battery fault (73) 07/11/2022 09:27:00.000 alarmalertnotification faultnumber = change battery fault (73) 07/11/2022 09:48:00.000 alarmalertnotification faultnumber = off no power (11) 07/11/2022 09:58:00.000 alarmalertnotification faultnumber = off no power (11) 07/11/2022 09:59:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 07/11/2022 09:59:21.000 batteryremoved 07/11/2022 09:59:21.000 alarmalertnotification faultnumber = battery removed (84) 07/11/2022 10:00:00.000 alarmalertnotification faultnumber = off no power (11) 07/11/2022 10:02:02.000 batteryinserted 07/11/2022 10:02:21.000 alarmalertnotification faultnumber = batt out limit (6) 07/11/2022 10:02:32.000 alarmalertnotification faultnumber = batt out limit (6) 07/13/2022 01:45:23.000 alarmalertnotification faultnumber = low battery alert (104) 07/13/2022 01:49:15.000 batteryremoved 07/13/2022 01:49:15.000 alarmalertnotification faultnumber = battery removed (84) 07/13/2022 01:49:31.000 batteryinserted 07/13/2022 15:51:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 07/13/2022 16:07:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) 07/15/2022 02:06:22.000 batteryremoved 07/15/2022 02:06:22.000 alarmalertnotification faultnumber = battery removed (84) 07/15/2022 02:06:38.000 batteryinserted 07/17/2022 07:19:00.000 alarmalertnotification faultnumber = low battery alert (104) 07/17/2022 12:50:00.000 alarmalertnotification faultnumber = change battery fault (73) 07/17/2022 13:00:00.000 alarmalertnotification faultnumber = change battery fault (73) 07/17/2022 13:21:00.000 alarmalertnotification faultnumber = off no power (11) 07/17/2022 13:31:00.000 alarmalertnotification faultnumber = off no power (11) 07/17/2022 13:32:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 07/17/2022 13:32:23.000 alarmalertnotification faultnumber = batt out limit (6) 07/17/2022 13:32:34.000 alarmalertnotification faultnumber = batt out limit (6) 07/17/2022 16:16:06.000 batteryremoved 07/17/2022 16:16:06.000 alarmalertnotification. Faultnumber = battery removed (84) 07/17/2022 16:16:57.000 batteryinserted. Earliest power data available per the power management tool/detail trace file is on 7/14/2022 4:18:00 am. There was no power data available for the dates of 07/11/2022 and 07/13/2022. Unable to check power data for low battery alert, changebatteryfault (73), offnopower (11), pump error 23 and battoutlimit (6). Low battery alert on 07/17/2022 was expected due to the customer's battery in the pump is low on power. Change battery fault (73) on 07/17/2022 was expected (customer's battery in the pump is low on power and the battery needs to be changed). Off no power (11) on 07/17/2022 was expected (battery power depleted). Pump error 23 and battery out limit alarm on 07/17/2022 were expected due to the battery power depleted and the pump's time reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.5 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Low battery alert (104) on 07/11/2022 and 07/13/2022 were unknown. Change battery fault (73) on 07/11/2022 was unknown. Off no power (11) on 07/11/2022 was unknown. Batt out limit (6) on 07/11/2022 was unknown. Pump error 23 on 07/11/2022 was unknown. Lost sensor alert on 07/13/2022 not confirmed. Low battery alert (104) on 07/17/2022 not confirmed. Change battery fault (73) on 07/17/2022 not confirmed. Off no power (11) on 07/17/2022 not confirmed. Batt out limit (6) on 07/17/2022 not confirmed. Pump error 23 on 07/17/2022 not confirmed. Pump was cut open to perform visual inspection and found corroded pcba1 and pcba2. The motor had moisture damage. No damage noted on the force sensor. Customer experienced an unexpected power loss of less than 7 days per the pump history records. During testing, the pump passed the active current measurement. The pump had a high sleep current measurement. Charge/battery lasts less than expected confirmed due to corroded electronic assembly. No current code/category confirmed (high sleep current measurement due to corroded electronic assembly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.